Manufacturer narrative:
Date sent to the FDA: 03/12/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. During the procedure, pressure could not be obtained. The surgeon tried several times with the same catheter and then abandoned the procedure. A hysteroscopy was performed and the uterus appeared to be ruptured. A laparoscopy was performed and the uterus was repaired.